Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon inserted an aq2015a silicone aspheric three piece lens and the lens optic was noted to be torn. The lens was removed with no patient injury, no enlarged incision or sutures. The reporter indicated the lens damage was due to tech error while loading the lens into the cartridge.